Event description:
It was reported that the pump's battery springs were rusted/corroded. There was no patient involvement. Device evaluation revealed a delaminated downstream occlusion seal.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.